Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the guide catheter could not pass through the lead. Lead damage suspected. Patient was in stable condition.

Manufacturer narrative:
Analysis found stripped ptfe coating of a guidewire bunched up inside the inner coil adjacent to the connector boot region. The cause of the reported event was due to internal damage caused by excessive forced during guidewire removal.